Event description:
Information was received from a patient (pt) regarding an external device. The reason for call patient called in stating they were charging the implantable neurostimulator (ins) yesterday (controller 100% ins 30%) when they noticed the green light stopped flashing then the controller was a black screen and unresponsive. Patient tried plugging the controller into the power supply cord/outlet which did not resolve the issue. During the call patient reset the controller. Patient confirmed the controller powered on with just the power supply cord/outlet. No visible damaged identified on battery pack or inside battery compartment. Patient started a charging session (controller 70% ins 'yellow'). Patient confirmed excellent charge quality. During the call patient was prompted that recharging needed attention but when they unlocked the controller, the controller indicated recharging excellent, but the controller battery depleted to 60% and ins was still yellow. Agent advised patient to continue charging the ins and call back of the ins continues not to progress.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.